Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and was found to have a derailed grip cable at the distal idler pulley. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the derailed cable. Additionally, the instrument exhibited imprecise motion when the master tool manipulators (mtms) were manipulated. The instrument was placed and driven on an in-house system and the instrument passed the recognition and engagement tests. The instrument had imprecise motion due to the derailed grip cable and the instrument's grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly. A clip test was performed and it could not be completed because the instrument stopped moving. The instrument would move partially in the intended direction, but would not complete the movement fully. A lag was observed or the instrument would just stop moving. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the universal surgical manipulator (usm) would not fire the medium-large clip applier instrument correctly. The user completed the procedure using the same system. No known impact or patient consequence was reported.